Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. Troubleshooting showed the consumer's blood glucose readings were low determining that the device to be performing as intended. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.